Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal symptoms, which included spasms and itching, during the week before and leading up to (B)(6) 2016. During aspiration of the pump, medication was observed exiting the skin at the wound site where the needle was inserted previously, and some swelling around the pocket site was noted. A valve actuation test was performed, and it was determined that the pump was functioning normally. A revision surgery took place on (B)(6) 2016. The catheter was found to have tears, which may be related to the withdrawal symptoms. A catheter revision kit was used to resolve the issue. The physician believes that the catheter tears were due to abdominal growth from the patient's pregnancy. The patient is currently doing well.

Manufacturer narrative:
A catheter was not explanted during the (B)(6) 2016 surgery. The issue was resolved by connecting a catheter revision kit with the rest of the existing implanted catheter. (B)(4).